Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to "mutans bacteria". It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (intraperitoneal) and an unspecified drug infusion for the event. At the time of this report, the patient was recovered from the event and pd therapy was withdrawn. No additional information could be provided as the reporter declined follow up.